Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported that they were in the hospital due to unspecified blood pressure issues. Upon follow up, the pdrn reported that the patient had issues with hypertension, fibrin, and non-compliance with their pd therapy. The pdrn stated that the patient was hospitalized for hypertension on or about (B)(6) 2018 through (B)(6) 2018. The patient was prescribed and treated with an unknown course of medication. The patient recovered and was discharged from the hospital. The patient reportedly continued pd therapy in the hospital, but it is unknown if any fresenius device(s) or product(s) were utilized during hospitalization. Due to the patient¿s history of non-compliance and unspecified issues using their cycler, and the temporal relationship between non-compliance and hypertension, the patient was transitioned to hemodialysis (hd) therapy on (B)(6) 2018. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.